Event description:
It was reported that the patient had not been feeling well this week. Indigestion was reported. Her bowels had gotten so hard it was unbelievable. The doctor told the patient to get "milk of magnesia" to "clean out her bowels. She was always on program 1 at 1.9. She had never changed programs. Now it was at program 2 at 2.5. She never made the change. The patient lowered it back down and powered down device. She had cramps from bowels so was going to leave it at 1.0 on program 1. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3889-28, lot# v865460, implanted: (B)(6) 2012, product type lead. (B)(4).